Event description:
It was reported the ma (milli amp) is not fully adjustable. It stayed within a range of 5-9 ma even when the settings were turned to their limits. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, lower case and side bail covers were broken, the main printed circuit board and interconnect flex were out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, lower case and side bail covers were broken, the main printed circuit board (pcb) and interconnect flex were out of specification. A detailed analysis was performed on the interconnect flex, main pcb, battery flex and lead flex. This analysis found that the subassemblies were out of calibration when initially tested. Recalibration achieved proper operation of the device.